Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's host computer gave an error indicating a problem with the memory, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem but could not replicate the issue during the boot-up. A review of the system logfiles found that the memory module of the host pc was defective. The defective part was returned for analysis and confirmed the issue, and it was concluded that the cause of the failure was ram memory in the host pc. Fse replaced the host pc, installed the original hdd, and restored the backup. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.